Event description:
Dexcom g7 is having inaccurate readings with 4 of the 10 days left. This has been a frequent issue for the dexcom g7 problems and I have previously reported directly to dexcom, but issues have occurred with 2 out of 3 sensors. Today, dexcom g7 sensor was reading 117 mg/dl, but the finger stick showed 84 mg/dl. Calibration was completed. Then I calibrated again about 15 minutes later, with dexcom g7 reading 97 and finger stick of 85. A third calibration was completed after another 15 minutes (approximately); dexcom reading 93 and finger stick of 95. Three calibrations were completed per instructions received from dexcom support 6 days ago, when I called in to report the last sensors failure. Since then, the sensors have reported several "brief sensor errors" of 5 to 40 minutes without displaying any blood glucose readings. The last occurring after attempting to calibrate again, when dexcom g7 showed a normal blood glucose (86) despite a low blood glucose reading (66) from finger stick. I have only used the dexcom g7 for 5 months but have had more sensor failures/inaccurate readings than the 3 years of using the dexcom g6. No medications containing acetaminophen have been used. Health code: 1912. Device code: 1535; 2588. Reference report: mw5175079.